Manufacturer narrative:
Revision surgery has been scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
On (B)(6) 2025, the recipient reportedly underwent an MRI. Bandaging protocol was followed. The recipient is reportedly experiencing pain and a dislodged magnet. The recipient was advised to cease device use. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On(B)(6) 2025, the recipient reportedly underwent magnet re-positioning surgery. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.6. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the recipient reportedly underwent magnet re-positioning surgery. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.